Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Cause of peritonitis was unknown. The patient was treated with injection fortum (1gm, 3 times per day, route not reported) for peritonitis. The patient was still hospitalized. The outcome of this peritonitis event was unknown. Per the baxter employed healthcare professional, this event of peritonitis is not related to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, d1, d4 and manufacturer site are unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.